Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who is implanted with a neurostimulator for non-malignant pain and for chronic low back pain. It was reported that the patient indicated that the device is not active and has not been working. The patient was looking to have an MRI for an unrelated issue. There were no patient symptoms or complications reported.